Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, after being used 4 to 5 times, the catheter was prepared for another use and advanced through the y-shaped connector. However, an abnormal noise was heard, and the catheter became twisted. According to the physician, the y-shaped connector was open and there was nothing that could have secured the ivus catheter. The physician indicated that the catheter may have become kinked due to multiple uses. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.